Event description:
The customer contacted stryker to report that the device would not turn on when opening the lid. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported during the event.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and was able to duplicate and verify the reported issue. The device was deemed unrepairable and the customer was provided with a replacement device. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the device would not turn on when opening the lid. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported during the event.